Event description:
When the device was used during a heart and lung transplant procedure the tissue-retaining pin was stuck in the closed position around the pulmonary artery. The pin could not be retracted manually. The vessel was transected to remove the device. Subsequently, the staple line was malformed and the pt lost 1 liter of blood. The pt is doing well and there was no other pt consequence. The device was discarded.